Manufacturer narrative:
12/16/96 - supplemental report #1 submitted to FDA. Additional data entered in d7, d9 and d9. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The product was applied during an unspecified procedure. Reportedly, the suture broke. The hosp has reported no pt injury occurred.